Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the spring assembly of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter flew apart and the spring came out causing leaking near the butterfly end. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: a review of the device history record was completed for this batch. All inspections were in compliance with requirements. Three customer samples were received for evaluation. All three samples were tested under pressurized conditions for leakage with no defects identified. The button was activated with no issues of the spring popping out or the units separating. Conclusion: bd was unable to duplicate the customer¿s indicated failure mode as the defect was not evident in the testing of the returned samples. Therefore, an absolute root cause for this incident cannot be determined. However, as bd is aware of a low level of complaints for pbbcs rear barrel separation, we are confirming this complaint. CAPA (B)(4) was initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.